Event description:
It was reported that when using the bd pyxis¿ medstation¿ es failed to power on. As per part investigation, it was determined that there was thermal damage observed on the power supply circuit board. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 11-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part return: the report of no power to device was confirmed during fse testing and subsequently confirmed in the dchu testing and inspection process. The device was initially evaluated by the bd fse according to wo: (B)(4): the fse reported that while setting up the new machine, a pop was heard, and the machine became unresponsive and would not power on. The power supply was replaced, and the machine powered on and worked great. It was confirmed that the power issue had been resolved during dchu visual inspection p/n: 136617-03: assy power module med with no signs of physical damage, loose components, fluid ingress or missing components. During dchu testing: the output voltages of the assy power module med did not meet the requirements specified in the pap; therefore, an internal inspection was performed, during which signs of thermal damage were found on resistors on the power supply board. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause was identified as thermal damage to two 1000? Resistors on the power supply circuit board (p/n: 136713-01), resulting from an electrical failure. This damage compromised the communication and control signals responsible for managing power supply to the station, leading to its malfunction.